Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the hrsv for failure analysis investigation. The unit was analyzed and there were no related errors found in the logs. Upon visual inspection, the 6 pins power connector was bent. The unit was installed onto golden system. Upon powering on the system, left hrsv had image display. The system undergone 10 power cycles and left idle for minutes and still could not replicate the reported issue. This unit was fully functional.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure that the left eye of the high-resolution stereo viewer (hrsv) had no vision. Black. The caller advised that the secondary surgeon side console (ssc) had no issues and opted not to power cycle the suspected ssc in an attempt to resolve the reported problem. The procedure was being completed as planned on the secondary ssc, with no reports of patient injury.